Event description:
It was reported that during an implant procedure the superion indirect decompression spacer screw set broke upon deployment. The physician assessed that there appeared to be osteophytes/bone present causing resistance. Additionally, although the spacer was properly connected to the inserter, it appeared the physician may have used excessive force while attempting to maneuver the implant into place. The spacer was discarded by the facility; and therefore, will not be returned for analysis.